Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided following the completion of the investigation.

Event description:
Procedure performed: pyeloplasty. Event description: "hospital [name]. No patient injury or illness associated with this event. Replaced with a hospital inventory, and the procedure was completed. The investigation report has been requested by the hospital. This event unit will be returned. The lot number is either 1558883 or 1549879" intervention: replaced to a hospital inventory new product and the procedure was completed. Patient status: no patient injury indicated.